Event description:
Due to pt infection, glenosphere was removed along with poly to wash out and then reimplant new parts with antibiotic beads.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.